Event description:
The pt was having desaturations from a morphine pca and was placed on a non-rebreather mask. Received in change-of-shift report that the pt was on 2l via non-rebreather mask. Spoke to primary nurse about 23:30 and she reported that yes the patient was on 2l of oxygen via a mask with a bag. Instructed her to remove the non-rebreather mask and place the pt on nc at 2l. Pt was placed on a non-rebreather mask about 17:00 due to desaturations related to morphine pca. The patient was left on the non-rebreather at 2l of o2.